Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue of an fentanyl infusion error due to drug library had not updated was not determined. The reported issue that there was an fentanyl infusion error due to drug library had not updated could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
It was reported that an error occurred during fentanyl infusion because the drug library had not updated. Per customer, the alaris devices did not malfunction. However, the old firmware on the devices made it unable to load the new data set with updated drug library. The new guardrails drug library was not installed on the device in question, which caused the incorrect dosage of fentanyl to the patient. There was patient involvement and although requested, information on patient impact was not provided and remains unknown.